Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Cts assisted caller in restarting g6 sensor and reloading cart, successfully resuming insulin deliveries. Cts to replace pump and informed caller about replacement with updated software and availability of training. Caller acknowledged instructions for storage mode and returning problematic pump within 10 days using ups.